Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12610. It was reported the pt's leads had migrated and the pt was no longer getting stimulation. The physician relocated one lead and replaced the other lead and replaced the other lead. Note the pt has two leads with different lot numbers. It is unk which lead was explanted on (B)(6) 2012. Both leads are being reported. The explanted lead was returned to sjm for eval.

Manufacturer narrative:
Results - the complaint for "ineffective stimulation" was not confirmed. As rec'd, the octrode lead was cut in two segments that were consistent with the lead being explanted. Both lead segments were inspected under the microscope. The stim end segment had a kink but no broken wires were observed, terminal end had a slight discoloration in the outer lead body. Functional testing of the lead segments revealed that continuity passed for all channels of the terminal end and stim end segments. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.